Event description:
The needle broke during the procedure. Patient outcome: no patient impact reported. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Distal end of needle broke off please describe the location in the body for the intended target site: unsure. Please describe the size of the intended target site. Unknown. Was gaining access to the target site difficult? No. Was puncture of the targeted site difficult? No. Was force required on insertion of device into scope? No. Was resistance felt while inserting the device through the scope? No. What is the scope manufacturer and model number that was used? Pentax scope. Was the scope recently service/repaired? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was the stylet partially removed when advancing the needle into the target site? Unknown. Was the device used in a tortuous position? No. Are images of the device or procedure available? Yes, picture of needle in bronchus. How many samples were obtained (passes completed) with this needle? Greater than 3. Did any section of the device detach inside the patient? Yes, broken needle portion. Was difficulty experienced while retracting the needle? None noted. Was it possible to be fully retract before removing the needle from the patient? No. As tip of needle was broken off. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? No. When was the issue noted? Needle advancement. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? No. If not with the device in question, how was the procedure performed and/or finished? Able to fish out the broken needle portion with a bronchoscope and biopsy forcep- able to get a new ebus needle and proceed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: (B)(4) unit of lot of echo-hd-25-ebus-p-c device involved in this complaint was returned for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 31st of march 2026. Visual inspection: broken part of distal end of needle returned separate to device, device returned without stylet, broken part of the needle measures at 1.7 cm. Functional inspection: sheath extender able to advance and retract without issues. Needle handle able to advance and retract without issues. Equipment used: ipe of ruler ipe0100 calibration due aug.2033. The reported failure was observed. Manufacturing records: prior to distribution, all echo-hd-25-ebus-p-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot. A review of the manufacturing records for echo-hd-25-ebus-p-c of lot number did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and / label: the warnings section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A potential root cause could be attributed the needle tip fractured while attempting to puncture tissue that may have been hard. Repeated sampling or expelling samples could have weakened the needle, leading to tip breakage during a subsequent puncture, inside the patient. Another possible cause is damage sustained during insertion into the scope, which may have contributed to the tip breaking during the puncture attempt. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, distal end of needle broke off. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Able to fish out the broken needle portion with a bronchoscope and biopsy forcep. Investigation findings conclude that a definitive root cause could not be determined. A potential root cause could be attributed the needle tip fractured while attempting to puncture tissue that may have been hard. Repeated sampling or expelling samples could have weakened the needle, leading to tip breakage during a subsequent puncture, inside the patient. Another possible cause is damage sustained during insertion into the scope, which may have contributed to the tip breaking during the puncture attempt. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2026.